Manufacturer narrative:
The esheath was returned for evaluation. The sheath was returned with the delivery system inserted through the loader. Visual inspection of the sheath revealed a small kink approximately 5 inches from the sheath distal tip. Bunching and buckling along the sheath shaft was observed. A heavy scratch approximately 1.5 inches in length just distal to the strain relief and minor distal tip damage was also observed. The sheath was fully expanded as designed. Dimensional analysis of the outer diameter (od) of the delivery system flex tip was measured. The flex tip represents the largest delivery system component that passed through the sheath and could potentially contribute to the high insertion forces through the sheath. The flex tip od was within specification. Functional testing could not be performed due to the condition of the returned sheath. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. Lot history review revealed no other similar reports related to ¿sheath shaft ¿ resistance with delivery system, bc¿. The complaint history review from november 2016 to october 2017 revealed twenty (20) other complaints for the edwards 14fr esheath (all models) for ¿sheath shaft ¿ resistance with delivery system, bc¿. The complaint history review revealed the occurrence rates for ¿sheath shaft ¿ resistance with delivery system, bc¿ exceeded the october 2017 control limits for the trend category of ¿resistance between devices¿. Although the occurrence rate exceeded the october 2017 complaint trending control limit for ¿resistance between devices¿ no manufacturing non-conformances were identified in the product evaluation and no labeling, training or IFU deficiencies were identified, no preventative or corrective actions are required. The IFU and training manuals were reviewed. Instructions concerning the visual inspection of all device components for damage prior to use, the preparation of the devices, the proper device usage, and the proper valve alignment and deployment processes are discussed in the IFU and training manuals. The training manuals note: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The final esheath assemblies undergo multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, sample devices from each lot undergo product verification testing. Verification testing includes expander insertion force testing, as well as seam inspection pre-expansion and post-expansion testing. During manufacturing, the commander delivery system flex tip od is 100% inspected/verified. The flex tip to flex catheter bond is also 100% visually inspected for defects. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was confirmed based on visual inspection but no manufacturing nonconformities were identified on the returned device. Available information suggests that patient factors (extremely short stature, vessel calcification and minimum luminal vessel diameter 4.8mm, which is less than the indicated size of minimum 5.5mm) and/or procedural factors may have contributed to the reported resistance with the delivery system. The returned delivery system had evidence of buckling and notably a small kink was observed, which suggests some level of force was required to navigate the delivery system through the sheath. Per the training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. Although the access vessel was reported to have no tortuosity or calcification, a deep scratch was observed on the returned sheath, likely caused by calcification. A review of applicable risk management documentation determined the following line items as being potentially applicable: inability to advance a compatible device through the sheath may result in procedural delay and replacement of the entire system. This has a severity of 2. Vascular complications are the most frequent adverse outcome of tavr procedures and are especially common with the transfemoral approach. The degree and location of vascular calcification, vascular tortuosity, and sheath-to artery ratio are predictors of major vascular complication. Vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, investigation results suggest/indicate, in addition to procedural factors (manipulation of the devices), patient factors (less than adequate vessel mld of 4.8mm, access vessel calcification, short body height of 131cm) likely contributed to the resistance encountered during the advancement of the delivery system and valve through the esheath and subsequent iliac artery rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03813.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 14fr. Esheath was inserted into the left femoral artery without difficulty. Intense resistance was encountered during the advancement of the delivery system through the sheath at the left iliac artery. The delivery system was finally able to be pushed through. Following valve alignment, fluoroscopy showed and ¿unusual¿ contrast pool in the distal part of the balloon, between the valve and nose cone. Blood was also observed in the inflation device syringe. The valve was pulled into the sheath and the devices (sheath, delivery system and valve) were withdrawn as a unit. Following the withdrawal of the devices, the patient¿s blood pressure (bp) dropped rapidly. A second esheath was immediately inserted and cardiac massage was initiated. Balloon compression in the left common iliac artery (cia) was not effective. The bp recovered by using abdominal aortic balloon occlusion. A left iliac artery rupture was detected. Three (3) stent grafts were deployed in the cia-external iliac artery (eia). Following the placement of the stent grafts, balloon compression was performed in the stent grafts for the remaining bleeding. A non-edwards valve was then deployed via the right femoral artery approach. On postoperative day (pod) 2, the patient¿s condition suddenly deteriorated due to the failure of the stent grafts. Emergent gastroenterological surgery was performed. The stent grafts were replaced with a y-graft. Transfusions of more than 16 units of blood were required. At the time of the report, the patient was alive, but in critical condition. The native annular area measured 337 mm2 by CT. Moderate valvular calcification and mild aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 4.8 mm at the left external iliac artery with no calcification or tortuosity reported.(B)(6).